Manufacturer narrative:
The description of the event and the log file sent provided basis for the investigation of the reported symptom. A cockpit re-start could be confirmed by analyzing the provided log file. The ventilation, other than reported, was not affected during this particular time and was continued as set. An upcoming "mv low" alarm during the warm start sequence led to the activation of the buzzer alarm of the ventilation unit. Shortly thereafter, the log file record was interrupted, which was most likely caused by a hard shut down of the device initiated by the user via the main switch. Based on the available information the root cause for the cockpit re-start could finally not be determined. A re-start of the cockpit is initiated by the safety software as a specified response to a detected impairment of the device function. In case of a restart of the cockpit the user is notified by an acoustical alarm. Ventilation is not affected and will be continued as set. Safety relevant parameters are shown on the additional oled display of the ventilation unit. The affected cockpit has been updated considering the actions defined in a voluntary recall. Final testing was successfully done at the dräger repair center.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigaton was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that the device was connected to a patient on (B)(6) 2017. The user reported a "sudden continuing alarm, black screen, no patient ventilation". The patient was respiratory stable at the time of event. Thus, no consequences occurred due to the spontaneous breathing of the patient. Nevertheless, the patient had a higher respiratory effort because of the interrupted ventilation. The affected v500 was exchanged and the patient ventilation was continued with another device. The suspected device was handed over to dräger service. After rigging the device, a device check and test run passed successfully.